Event description:
Pt alleges loss of cartilage in their shoulder, resulting in pain and discomfort in their shoulder, loss of use and function of their shoulder and arm, and requiring further surgery. Pt alleges that the use of the painpump was a contributing factor in causing these injuries.

Manufacturer narrative:
The device was not returned for evaluation.